Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the blazer¿ ii xp catheter probe was broken, non-functional.

Manufacturer narrative:
The device was returned for analysis. The device was returned in a right curve position. There are two bends located in the distal end approximately 7cm and 9cm from the distal tip in the neutral position. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and test cable. All electrode/thermistor/sensor resistances measured in specifications and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template/fixture. Both right and left curve tests failed. Both curves failed to reach the specified template area. The left curve has an irregular shape due to the bends. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. X-rays showed a bent center support. There was no evidence of collapsed guide coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the blazer¿ ii xp catheter probe was broken, non-functional.